Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments such as laparoscopic scissors, energy devices, or staples. Applied medical¿s instructions for use (IFU) states that ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: laparoscopic right emicolectomy + hepatic metastasectomy. Event description: trocar regularly used for laparoscopic instruments access. After 2 hours of surgery, the procedure required the insertion of a trocar 12x100mm more, using the same obturator as previous one. Once inserted and after a while, the surgeons noticed the presence of a plastic component into the abdominal cavity, once removed they identified it as part of the trocar cannula last inserted. This component is the transparent one which usually stands above the double duck-bill valve and the universal kii valve inside the head of the trocar, like the one in the image attached. Additional info received from an applied medical representative via email on 04oct24: confirmed it was whole component [clear seal]. Additional info received from an applied medical representative via email on 10oct24: since the component has been removed from the abdominal cavity as soon as it was noticed, the patient did not report any consequences due to the complaint event. Intervention: the component was removed and the whole trocar replaced. Patient status: the patient did not report any consequences; not any consequences due to the complaint event.

Event description:
Procedure performed: laparoscopic right emicolectomy + hepatic metastasectomy. Event description: trocar regularly used for laparoscopic instruments access. After 2 hours of surgery, the procedure required the insertion of a trocar 12x100mm more, using the same obturator as previous one. Once inserted and after a while, the surgeons noticed the presence of a plastic component into the abdominal cavity, once removed they identified it as part of the trocar cannula last inserted. This component is the transparent one which usually stands above the double duck-bill valve and the universal kii valve inside the head of the trocar, like the one in the image attached. Additional info received from an applied medical representative via email on 04oct24: confirmed it was whole component [clear seal]. Additional info received from an applied medical representative via email on 10oct24: since the component has been removed from the abdominal cavity as soon as it was noticed, the patient did not report any consequences due to the complaint event. Intervention: the component was removed and the whole trocar replaced. Patient status: the patient did not report any consequences; not any consequences due to the complaint event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.